Event description:
The customer reported a pressure dome leak name of complainant: same as reporter. Customer stated a blood leak occurred at the system pressure dome, and appeared to be from the pressure dome membrane, so the treatment was aborted and the blood in the kit at that time was not returned to the pt. Service order# (B)(4) was dispatched for the inspection of the instrument. The customer returned the pressure domes and smart card for investigation.

Manufacturer narrative:
A review of lot file b304 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot # b304 was performed. There was (B)(4) other complaint reported for pressure dome leaks for this lot at the time of the investigation. No trends were detected. Service order # (B)(4) feedback: field engineer (fe) cleaned and calibrated affected pressure transducers. Performed system checkout. All passed. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. The return smart card and pressure domes were received for analysis. The returned pressure domes were visually inspected and one of the two diaphragms were found unseated. Examination of the pressure domes found no defect on the pressure dome housing tabs or legs. The root cause of this unseated membrane is either an incorrectly assembled cap or the pressure dome not installed properly on the system pressure sensor by the customer. (B)(4) was opened to mitigate the incorrectly assembled cap. In addition, engineering has confirmed that the proper installation of the cap will seat the membrane and that both stations of the leak tester will not function without the cap present. There is no further action required at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp# (B)(4). Refer to CAPA# (B)(4).